Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company field representative phoned in to inquire about turning off an alert tone. The patient's right ventricular (rv) lead had been alerting for low, tip-to-coil, pacing impedance. It was noted the lead was recently implanted and the impedance has been trending low since implant. The lead remains in use. No patient complications have been reported as a result of this event.